Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating a low battery alarm and the intermittent inability to power on. The fse remotely evaluated the device by examining the error logs, and found that the data measurement system (dms) temperature was exceeding the limit. The fse then guided the customer through the process of lowering the air conditioning temperature, which resolved the issue. The device was returned to service and no further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. Based on the information available and the testing conducted, the cause of the reported problem was the dms temperature exceeding the limit. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was guided through the process of lowering the air conditioning temperature, which resolved the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a low battery alarm and intermittent inability to power on. There was no reported patient involvement.